Event description:
Related manufacturer reference number: 2017865-2022-42727. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the implantable cardioverter defibrillator - ICD was in backup vvi mode due to non-maskable interference. Additionally, it was noted that, during implant, the left ventricular - lv lead exhibited failure to capture. The ICD and lv lead were not used and replaced. The patient was in stable condition throughout the procedure.